Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2007. On (B)(6) 2008, the patient was admitted to the hospital and stated she had a patch placed. The patient experienced yellow drainage and burning. The gynecologist referred the patient to a urologist, who told the patient that the mesh was exposed in the vagina. The patient is scheduled to see the urologist in september and a mesh repair procedure is planned.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.